Manufacturer narrative:
Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the too ventricular placement of the valve was attributed to operator error. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
During the implant of a transcatheter heart valve (thv) in a surgical valve in the aortic position, the thv was deployed too ventricular. A second thv was placed in order to secure the first valve. The patient initially presented with a failing 25mm sorin mitroflow bioprosthetic valve. During the pre-operative workup the aortic ¿valve-in-valve app¿ was consulted for recommendations on valve sizing. The recommendation was that a 23mm thv would be a suitable implant for the 25mm sorin valve. The decision was made to proceed with the implant of the 23mm sapien xt valve with transfemoral approach. The function of the pacing wire was confirmed and coaxial angle of deployment was determined to be excellent prior to valve insertion into sheath. Procedure plan was to position the valve 15-20 % below below the fluoroscopic marker within the surgical valve sewing ring. The surgical valve was crossed, the pusher was retracted and the thv was positioned with 20% of the thv below sewing ring. The position was determined to be excellent, rapid pacing was initiated, ventilations held, and a slow inflation was initiated. During deployment, the valve moved aortic. An attempt was made to reposition the sapien xt valve more ventricular but the final position of the valve ended as 90/10 to 95/5 ventricular with no paravalvular leak or central ai. Since there was no flare on the sapient xt valve on the ventricular side, stability of the valve was questioned. The decision was made to implant a second valve to secure the first valve within the annulus. The second xt valve was positioned 15% under the sorin valve sewing ring to provide the flare with attention to cover the leaflets of the thv. The position of the second thv was excellent with no pvl or central ai noted.